Event description:
It was reported a patient underwent a uterine reconstruction of caesarean section on (B)(6) 2024 and suture was used. During continuous suturing, the suture was broken. It was not a control release needle. The operation time was extended within 30 minutes. It was used on myometrium. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint: (B)(4). Additional information: d4: UDI: as the date of lot number for the device involved in the event was not provided, the full UDI is currently not available. H6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - please provide lot number. =>unk -was there any change in the patient¿s post-operative care due to the prolonged procedure?=>no - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). =>hiromi tokuyama - please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 additional h6 component code: g07002 no device problem found. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Investigation summary: the product was returned to ethicon for evaluation. One needle-suture piece outside its packaging were received for analysis. The product code is sxpp1b113. During the initial inspection of the sample, no breakage suture was observed. But the extreme was noted to be cut probably caused by a surgical instrument. Also, body fluids were noted along the strand as well. This product code sxpp1b113 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the instructions for use contained the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.